Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a skin rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.